Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an unidentified broken cable on the mega suture cut needle driver instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and was found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.